Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the 3way foley could not be flushed.

Manufacturer narrative:
The reported event was confirmed. The evaluation found that the balloon sac was burst. Missing piece size was about 0.1cm x 0.2cm. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warning] 1. Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. 2. Do not aspirate urine through the drainage funnel wall." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the 3way foley could not be flushed.